Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the cannula of one infusion set was laying flat against their skin on (B)(6) 2024 . The event occurred within 3 hours of insertion. The insertion site was at the thigh. The blood glucose level was 538 mg/dl at the time of the event therefore the patient was treated with a correction bolus via the pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.